Event description:
It was reported to medtronic minimed that the customer received pump error 3(the main arm cannot communicate with the motor arm), pump error 23(post-reset ram crc alarm), pump error 68(trace pointers are invalid), pump error 63(hardware low-level failures). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for pump errors and it was found customer was able to clear the alarm but was unable to complete the rewind process. Troubleshooting was performed for damage and it was reported battery cap was damaged and also found damage was on the metal contacts. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with the battery cap with a missing metal contact. Pump was also received with a blank display. Unable to verify pump error 23 alarm, pump error 63 alarm, pump error 3 alarm, pump error 68 alarm, perform the displacement test, self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thump due to a blank display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Customer alleged for battery cap damage and battery cap contact missing/damaged were confirmed. Unable to verify pump error 23 alarm, pump error 63 alarm, pump error 3 alarm, pump error 68 alarm, perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.